Manufacturer narrative:
The na electrode lot number was y9734 with an expiration date of 18-march-2018.

Manufacturer narrative:
Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they have been receiving multiple errors for ise indirect na for gen.2 on their cobas 8000 cobas ise module. The customer stated they have had multiple issues with calibrations and quality control. The customer provided an example of erroneous na result for one patient sample. The initial na result was 115 mmol/l and the repeat result was 122 mmol/l. Repeat testing was performed on a different line of the cobas 8000 cobas ise module and was deemed to be correct. The erroneous result was reported outside the laboratory however there was no adverse event. The na electrode lot number and expiration date was requested but not provided. The field service engineer (fse) found the alignment of ise sample probe and waste vacuum nozzle needed adjustment. The fse realigned the sample probe and nozzle. The fse performed an ise check and a serum pool precision on both ise units. The results were comparable and were within specification. The customer calibrated and quality control was within specification.